Event description:
It was reported that a decrease in atrial sensing was observed across follow-ups. The patient would be brought into the clinic for further diagnostics and the sensitivity would be adjusted.